Event description:
It was reported that the user experienced hyperglycemia with blood glucose values ranging from approximately 200 to 345 mg/dl while using the ilet system, with initial troubleshooting focused on potential infusion site or cannula issues and supply changes; no device alarms were reported. Customer care provided support included remote troubleshooting, supply change guidance, and assessment for a bent cannula. Investigation of this case revealed no bent cannula and no device malfunction identified, with hyperglycemia persisting intermittently for unclear reasons. No clinical symptoms associated with hyperglycemia reported. Outcomes included user education and troubleshooting with supply changes and temporary disconnection during physical activity. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.